Event description:
It was reported that the lv lead had a high threshold. A new lv lead was added to the system and y connected to the existing lv lead to lower pacing thresholds. The existing lv lead is still in use. No patient compllications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.